Manufacturer narrative:
The reported field events of backup vvi and the absence of telemetry were confirmed in the laboratory and were due to code corruption. The existence of the code corruption and, thus, both the backup vvi status and the absence of telemetry are consistent with normal battery depletion. A longevity assessment was performed with total projected longevity being 7.12 years whereas the device was implanted for 10.44 years. Hence, the device exceeded its projected longevity and, therefore, its end of life at 10.44 years is considered normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient, who had been lost to follow-up, presented to clinic while experiencing pacemaker syndrome. An attempt to interrogate the device revealed that the device was in back-up vvi. Further analysis revealed the device was past its elective replacement interval and, given the low battery voltage, could not be restored out of back-up vvi. The device was explanted and replaced on (B)(6), 2017. The patient was stable during and after the procedure.